Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was getting hot. There was no patient involvement.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis results available; device has not been returned for evaluation. Method: no testing methods performed. (B)(4).